Manufacturer narrative:
The customer found bubbles/foam in the complained sample. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys probnp ii immunoassay on a cobas 8000 e 602 module. The sample initially resulted in a probnp value of < 50 pg/ml and this value was reported outside of the laboratory. A second sample collected from the patient on (B)(6) 2022 resulted in a probnp value of approximately 8000 pg/ml. Based on this, the customer repeated the complained sample. The complained sample was repeated, resulting in a value of 7562.00 pg/ml. The probnp reagent lot number was 63046801, with an expiration date of 30-sep-2023.